Event description:
It was reported that, during a thoracoscopic right upper lobectomy, severe bleeding occurred 1 to 2 minutes after the device was used around inferior vena cava. The amount of bleeding was 5000cc. The blood transfusion was performed. The device was used on the blood vessels. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Additional suture was performed to complete the case. The video was checked after the operation, and it was found that there is a possibility that the device touched or clamped inferior wall and activated during use. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: at first, hemostasis was performed under the thoracoscopic procedure, but the surgeon could not control under the thoracoscopic procedure, so it converted to the open procedure in emergency. To stop bleeding, the surgeon pressed a large amount of gauze against the bleeding site and applied pressure with forceps. After converted to the open procedure, astriction was performed by hand through the gauze until the cardiovascular surgery team arrives. At that time, the blood pressure was under 30, and they were getting ready to use the cardio-pulmonary bypass, but it was managed to control without using the cardio-pulmonary bypass by blood transfusion and bleeding control. Then the cardiovascular team performed additional suture on the superior vena cava and completed the hemostasis. The patient was stable after the operation, but in mar 14, due to stenosis of the suture sudden changes in the patient's condition occurred. The open operation was performed again. Now, the patient is stable. What was the target blood vessel that was ligated near the inferior vena cava? Target vessel was pa. The device used for peeling of the pa sheath. What heat management techniques were used throughout the original procedure? We could not obtain the information about heat management on using the device because this incident was not related to thermal diffusion. Does the surgeon believe there¿s an alleged deficiency with the device that led to the patient¿s complications? No, the surgeon did not confirmed the device defect. What was done in the 2nd operation to address the vena cava stenosis? Bypass surgery. What is the patient's current status? The patient is stable. No further information will be provided." An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2022. Additional information was requested and the following was obtained: what is meant by the statement ¿this incident was not related to thermal diffusion¿? This bleeding is not cause from thermal diffusion by harmonic, this is occurred by biting the ivc by jwa. Why does the surgeon believe the adverse event is not associated with thermal diffusion? The surgeons checked the bleeding scene in operation video and confirmed the bleeding was not related to thermal diffusion. Is the surgical video still available for review? It has not been submitted to ecm. I cannot obtain the video from the customers."